Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump alarmed. Telemetry confirmed a pump motor stall on (B)(6) 2011. The healthcare professional was unable to aspirate from the catheter. An external catheter was used to prevent further underdose symptoms. The patient was admitted to the intensive care unit for observation and was in stable condition. The pump was replaced. The concentration of the hydromorphone was reduced at that time. The hcp was concerned that the current issues were related to a catheter occlusion. The medications being delivered via the device system were lioresal, clonidine, and hydromorphone. A follow-up report will be sent if additional information becomes available.